Event description:
Hair found on blue disposable towel in laparoscopy pack. Disposable towel from pack was opened/unfolded to pass to surgeon for draping and a hair (black, approx 1 inch long) was discovered; disposable towel with contaminant and other disposable towels removed from field; scrub changed gloves.